Event description:
It was reported that this pacemaker system exhibited high out of range right atrial (ra) pacing impedance measurements, and entered lead safety switch (lss). The system was reprogrammed, but patient reported a beating sensation in the chest area. Technical services (ts) was consulted about changing lead programming back to previous configurations, and suggested several reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.